Event description:
It was reported that the patient's heart rhythm was at sixty beats per minute when the magnet test was started. The physician expected eighty five beats per minute, but ninety beats per minute were observed. When the magnet was removed, the heart rate was back at sixty beats per minute. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined.